Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was alleging under delivery. Customer¿s blood glucose level was 200 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with insulin. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer experienced other blood glucose values such as 140 mg/dl and 220 mg/dl. The insulin pump will not be returned for analysis.